Event description:
Pt had a long infrarenal neck in excess of 30mm. During the cutdown to gain vascular access through the iliac artery, noticed that the entrance artery was small. The artery at the access site appeared to measure 7mm in diameter. A 20 fr dilator was utilized to dilate the artery in order to determine if the vessel could accept the introducer system. Introduction of system into iliac went well. At infrarenal the suprarenal stent was deployed. The first angiogram documented that the graft was above the renal arteries. The tfb delivery system was then pulled down and the second angiogram was performed that documented the graft still being above the renal arteries. The tfb was then pulled down farther and a third angiogram was performed that documented what appeared to be better placement. Suprerenal stent was deployed. The contralateral tfle was inserted and deployed followed by the remaining tfb. The ipsilateral tfle was then inserted and deployed. Angiogram was performed to document right hypogastric. Upon attempting removal of the ipsilateral tfle delivery system, the physician noted tension in the sheath. The right external iliac was transected and the pt had to have emergency right external iliac artery bypass. A large vessel balloon was utilized to assure full expansion of the graft at the junction and seal zones. Post deployment angiogram documented no endoleaks and no left renal artery. Multiple attempts to cannulate the left renal artery were unsuccessful. Another angiogram documented a very slight filling of the left renal artery, with the proximal gold markers being above the left ostium. Urine output was checked and determined normal. Due to the extensive surgery to the groin and the inability to gain access to the renal, the procedure was concluded.